Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, e4, h2, h3, h6 and h11. Based on the results of the investigation, the definitive root cause of the issue could not be determined. The event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the subject device appeared to have foreign material blockage in the light guide section. The issue was identified during preparation for use for a gastroscopy. The equipment was replaced and the inspection continued as normal. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.